Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced perforation in the heart wall. However, fluoroscopy and echocardiogram images confirmed that this lead was in the right ventricular (rv) and did not fully perforate. Pericardiocentesis was performed. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.